Manufacturer narrative:
The follow-up report is being filed to relay additional/corrected information that was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2009. There has been no reported revision procedure to date. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number & expiration date - unknown. Manufacture date ¿ unknown. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a (B)(6) clinical study and submitted medwatch 1825034-2013-03083 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-03926/03927).